Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft was implanted into a pt for the endovascular treatment of an abdominal arotic aneursym in 2002. Vessel morphology is unk. The aortic neck was severely angulated. It was reported that recently the pt was found to have increase in the aneurysm sac size, and there was concern for endoleak although it had not been clearly demonstrated on previous angiography. Plans had been for endovascular repair with placement of arotic cuff however, it was reported that the pt presented to the e.r. With severe back and abdominal pain in 2004. The pt was not a candidate for open surgical repair and it was felt that the attempts for open repair of the ruptured aneurysm were not warranted. Angiography confirmed presence of rupture; however the pt died during the procedure.